Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2021 in a telephone communication with the patient, the patient had stoma site pain and stoma site blood for the past 6-7 days. It was also reported that upon cleaning the stoma site with saline the patient noticed something like a pimple. In contact with the physician, it was recommended to take oral antibiotic ceclor for 6 days. However, because the patient did not have direct access to the pharmacy, patient started taking zinadol, which did not help at all. Upon instruction of the treating physician, the patient will stop zinadol and will start ceclor on (B)(6) 2021. A nurse visit was scheduled for stoma site assessment. On (B)(6) 2021 it was reported the patient has been on antibiotic treatment for 7 days. Silver nitrate was also recommended. There is little discharge of odorless fluid at stoma site.